Manufacturer narrative:
The calibration and qc recovery data provided was within specification. It was found that the patient was administered etamsylate during a kidney biospy. Per product labeling, "dicynone (etamsylate) at therapeutic concentrations may led to falsely low results." The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample on a cobas 8000 c702 module. On (B)(6) 2026, the initial creatine result was 87 umol/l. The sample was repeated and the result was 87 umol/l. The doctor questioned the results which prompted the customer to repeat the sample. On (B)(6) 2026, the sample was repeated and the result was 153 umol/l.